Manufacturer narrative:
Pt info unavailable as no pt was involved in this concern. Per RMA, a replacement clamp was sent to site. Upon eval of returned clamp, the clamp face is slightly bent to one side. The adjustment screw is not stripped as reported, but there is debris in the threads making movement difficult.

Event description:
Site reported their radiolucent open spine clamp screw is stripped. This event did not occur during surgery and no pt was present.